Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the broncho videoscope exhibited a black out image and intermittent static on the image was also observed. The issues occurred during a diagnostic flexible bronchoscopy procedure which was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: d9, h3, h6. Based on historical data, possible causes include damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.